Event description:
Same case as MFR report #: 2134265-2009-02013. Cabana clinical trial. It was reported that following a carotid artery stenting procedure, the patient experienced a stroke and in-stent restenosis. The procedure treated the 80% stenosed, 4.5x20mm ostium of the rica (right internal carotid artery). Treatment consisted of placement of a filterwire, placement of a 6.0x30mm carotid wallstent, and post dilation resulting in 30% residual stenosis. The same day, prior to discharge, the patient presented with right-sided weakness. Stroke scale of 2. Examination showed right-sided dystaxia. Carotid duplex one day post procedure showed a patent stent in the rica with no evidence of focal stenosis or ulcerations. The rica stent was patent with increased velocities distally. Angiography of the head and neck showed no acute intracranial ischemia or hemorrhage, but did show atherosclerosis of the aortic arch and great vessels. Brain MRI three days post showed "multiple vascular distribution non-hemorrhagic acute ischemia foci. Embolic etiology is favored in this cortical setting. Mild chronic small vessel ischemic disease with a few small remote lacunar infarcts noted within left centrum semiovale and left caudate body." Also noted one day post procedure was 50-79% in-stent restenosis on ultrasound. The core lab identified this as residual stenosis. The pt also experienced one episode of transient hypotension treated with fluid bolus. During hospitalization, the patient underwent physical therapy and the weakness improved. The patient was discharged seven days post procedure with stroke scale of 2. The investigator assessed this event as unrelated to the study devices and possibly related to the study procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.